Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient, reporting that they had been experiencing tightness on the left side along with labored breathing. The patient went on to report that they had not had an increase to their settings for the ins for over 2 months. No further patient complications have been reported as a result of this event.

Event description:
On (B)(6) 2017 additional information was received from a healthcare provider. It was reported that the tightness was a result of anxiety.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had been feeling tightness more and more the week prior to this report. It was reported that the patient had a sudden increase in tightness two days prior to this report. It was noted that the patient¿s left side was the worst. The patient¿s healthcare professional (hcp) advised the patient to turn each side up 0.1 v. The patient also reportedly used a heating pad on their shoulder because it was hurting and was having dyskinesia. The patient also reportedly took carbidopa-levodopa. No further complications were reported.